Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. Console passed functional testing and all functions perform as expected which could not establish a relationship between the device and the reported event. The probable root cause maybe a defective handpiece. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that no saline was being expelled from the handpiece while using the versajet ii console. No case involved; therefore, there was no patient involvement.